Event description:
As reported by the affiliate, the material was devolved because the orientation arrow of femoral approach was printed on wrong direction. Product problem outcome was unknown. It is unknown if the filter was implanted in the patient or if this problem was detected during a procedure.

Manufacturer narrative:
It is unknown if the device will be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Please note that the event date ((B)(6) 2014) was provided incorrectly in order to meet electronic medwatch acceptance requirements. The actual date of the event is being investigated and will be provided within 30-days upon receipt.

Manufacturer narrative:
Additional information was received: "the hospital informed this was not a new event. This made part of the recall performed in the past and this product was withdrawn from the hospital in that time. The hospital registered this case in our health authority website just to register this case in their system. So, this is not a new event." The hospital reported that they had received the recall notice, and wanted to document the receipt of the notice, but used the complaint process to do so. The hospital did not use this device in the any patient. Based on the information, there was no actual complaint reported and this file no longer meets the criteria for medical device reporting. No further reports will be forthcoming.